Manufacturer narrative:
A gas delivery system (gds) was returned for analysis. Visual inspection revealed no anomalies. An investigation was performed, and the product analysis technician reported that the root cause was due to a failure of airflow sensor, caused by component drifting out of calibration.

Manufacturer narrative:
Report date: 14sep2021. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the ventilator would not go into standby and would not "recognize a patient". Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the gas delivery system (gds) to address the reported issue and the unit passed all testing.